Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's condition since the initial call; customer did go to the hospital on (B)(6) 2018 and was diagnosed with hyperglycemia. Customer's bgr was 785mg/dl. His insulin dosage was increased. Customer was discharged on (B)(6) 2018. The customer condition has improved. The customer is not having any diabetic symptoms currently. Customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, blurred vision, frequent urination, fatigue and thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed during the call on (B)(4) 2018, a blood test was performed by the customer and produced test results of e-5 true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is date. The meter memory was not reviewed for previous test result history. While troubleshooting the error message did appear again.